Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 58mm from the terminal end, and only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities on the returned portion, thus the allegations from the field were not able to be confirmed with analysis.

Event description:
It was reported that this patient's right atrial (ra) and right ventricular (rv) lead triggered lead safety switches due to high out of range pace impedances. The impedance values were greater than 3000 ohms in bipolar. The patient was being brought in for further evaluation and noise was reproduced on both channels with arm movements. Oversensing and high pacing thresholds were also seen. It was suspected the leads were fractured. At this time, the leads remain in service, but a revision was recommended. No symptoms or adverse patient effects were reported. This lead was recently explanted and returned for analysis. No further details were known.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's right atrial (ra) and right ventricular (rv) lead triggered lead safety switches due to high out of range pace impedances. The impedance values were greater than 3000 ohms in bipolar. The patient was being brought in for further evaluation and noise was reproduced on both channels with arm movements. Oversensing and high pacing thresholds were also seen. It was suspected the leads were fractured. At this time, the leads remain in service, but a revision was recommended. No symptoms or adverse patient effects were reported.